Event description:
It was reported that a vessel puncture closure of an unspecified vessel was attempted with a proglide device. Reportedly, the lever would not go down completely to retract the foot and the device became stuck. The proglide body was manually separated by the physician into two pieces in an attempt to close the foot internally. Ultimately, the foot retracted and the device was removed from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.